Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information from a clinician that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts noted that the shock impedance measurement has been gradually increasing for the past year. The clinician indicated that they will continue to monitor this patient. This product remains in service. No adverse patient effects were reported.